Manufacturer narrative:
D10 concomitant products: unknown parietene mesh product unknown progrip mesh product unknown surgipro mesh alexander mortensen, anne bodilsen, hans friis-andersen. "Transabdominal pre-peritoneal hernia repair: risk of operation for recurrence depends on choice of both mesh and fixation device. A study from the danish hernia database", hernia, issue #1, 2025, https://do i.org/10.1007/s10029-025-03344-5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to literature source of study performed using prospectively collected data from the danish hernia database analyzed 49,029 cases of inguinal or femoral hernia repair using the transabdominal pre-peritoneal approach (tapp) technique between january 2010 and december 2022 to measure for hernia recurrence. Macroporous mesh, composite mesh, laparoscopic self-fixating mesh, flat hernia mesh, and multiple competitor mesh products were used. Unknown glue, tacker, and suture products were used to secure the mesh; it was noted that laparoscopic self-fixating mesh cases did not use any additional fixation device. Hernia recurrence requiring reoperation were mentioned for all branded mesh products. Transabdominal pre-peritoneal hernia repair: risk of operation for recurrence depends on choice of both mesh and fixation device. A study from the danish hernia database. Alexander mortensen, 2025, springer nature.